Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer was vomiting and abdominal pain. Customer has been on a liquid diet directed by physician. Customer has hospitalized several times due to low blood glucose. The physician has made adjustments to the settings. Customer has experienced three bent sensors. During the one hospitalization the blood glucose reading was 48 mg/dl; during a second hospitalization the blood glucose was 38 mg/dl. The current blood glucose reading is 110 mg/dl. Nothing further reported.